Manufacturer narrative:
The full lead was returned and analyzed and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix was found bent in the sleevehead and would not extend at the time of analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. During revision of the ra lead, the helix would not retract. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.